Manufacturer narrative:
Additional information was received on august 18, 2017. The devices were returned and the result of the visual examination has been made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: patient underwent primary surgery with durom on (B)(6) 2007 on the left hip. Subsequently, the patient was diagnosed with a loose left acetabular component. Patient was revised on (B)(6) 2016 due to pain, elevated metal ions, loosening, fluid collection. Review of received data: two x-rays and some MRI scans are available. The x-ray dated (B)(6) 2016 were taken after the revision surgery occurred, they are therefore not relevant for this complaint. Clinical encounter summaries is available for review. The summaries include the history of all the visits of the patient. Regarding the implantation of the durom system in the left hip and its revision following observation are summarized: the patient is a (B)(6)-year-old female who complains of left hip pain. The patient is having problems sleeping at night. The patient is status post bilateral hips approximately 9-10 years ago. She has also had metal ion studies, which are elevated, her cobalt is up a lot at 22 and chromium is 17.9 (also confirmed in the available blood test result report). The MRI shows a pretty small 4 cm fluid collection anterior to the hip (also confirmed in the available MRI report). It was also reported that when looking at her x-rays, over time, the left hip which is a durom cup may have moved slightly, although the x-rays are not perfect copies of each other. The durom cup is pretty about 68°. The discharge summary dated (B)(6) 2016 reports the revision of the durom cup due to failure of ingrowth of the left acetabular component. The operative report dated (B)(6) 2016 reports as operative findings a grossly loos acetabular component with significant pseudotumor and fluid, but no significant metallosis or destruction of the muscle. Straw-colored fluid was found in the capsula. Devices analysis: the returned parts shows damage from the revision surgery such as nicks and scratches and are partially covered with some organic deposits. The durom cup shows damage from the revision surgery such as nicks and scratches. The porous coating of the durom acetabular component exhibited poor bone on growth . Only few bone traces visible. The surface of ldh head is scratched. On the inner surface of the head adapter surface changes due to fretting could be found. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: according to the available information, the patient was revised on (B)(6) 2016 due to pain, elevated metal ions, loosening, fluid collection. The retrievals exhibit poor bone on growth on the porous coating of the durom acetabular component, which is consistent with the observation reported. Some surface changes due to fretting were found on the inner surface of the head adapter surface. The reason for these phenomena stays unknown. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed again . Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on the left side on (B)(6) 2007. The patient was revised on (B)(6) 2016 due to pain, elevated metal ions, loosening, fluid collection and pseudotumor.